Event description:
The customer contacted philips healthcare to report that the defibrillator was "not functioning" and service was therefore required. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.